Event description:
The facility representative reported ail (air in line) is off - constant alarming (false air alarm). Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred, when this MDR or supplement was originally submitted to the FDA on jan 09 2007. A request for the return of the device has been made. Should the device be recieved for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes avalable.

Manufacturer narrative:
Evaluation summary: the condition of air in line is off-constant alarming (false air alarm) was confirmed and it was due to the air in line printed circuit boad needing to be calibrated. The pump head module assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.